Manufacturer narrative:
This report is being filed on an international product, list number 7p51-77 that has a similar product distributed in the us, list number 7p51-21/31, with 510k/PMA/bla number k170317. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I b-hcg results which were questioned by the physician for a 39yrs old female patient. The results provided were: initial=90.66 miu/ml (> 25.0 iu/l =positive) /repeated twice=< 2.30 miu/ml (< or =5.0 miu/ml=negative) there was no reported impact to patient management.

Event description:
The customer observed false positive alinity I b-hcg results which were questioned by the physician for a 39-year-old female patient. The results provided were: initial=90.66 miu/ml (> 25.0 iu/l =positive) /repeated twice=< 2.30 miu/ml (< or =5.0 miu/ml=negative) there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review and device history record review of alinity I total b-hcg reagent lot 64279ud01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data for the alinity I total b-hcg assay did not identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 64279ud01. However, testing was performed utilizing retained kit using panels which mimic patient samples. All testing passed indicating the reagent lots are performing as expected. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Based on all reviewed data, we conclude that there is no general issue with alinity I total ss-hcg reagent lot identified in this complaint. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I total b-hcg reagent, lot number 64279ud01.